Manufacturer narrative:
Other text: one device was returned for analysis. Visual inspection showed a scratch lcd lens and a bubbled dso seal. The tamper seal was removed. There was no evidence to review in the device's event history log. A functional test was performed and the reported issue was duplicated. The pump was powered on and exhibited error code 41171. It was determined that the cause was due to a faulty pwa. As a result, the pwa board was replaced. A service history review identified there was no indication that the complaint was related to a service of the device within the review period. B3 unknown, d3, g1, and g2 email is: (B)(4) , corrected data: h6: health effects

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump had an alarm 41171. No adverse patient effects were reported by the customer.